Manufacturer narrative:
A ge service rep performed an onsite investigation. The representative moved the power supply cables causing the system to boot up and reseated the power connectors. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator error message and would not boot up. No pt injury was reported.